Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, pain and removal of textured breast implants due to the patient¿s concern with the product". This record is for the right side. Device remains implanted and it is unknown if it will be returned.